Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications include but are not limited to: brilanta, avapro. Concomitant medical products: additional devices associated with this event include: pxc121200/16077970, pla230300/14147864. The gore® excluder® aaa endoprosthesis instructions for use (IFU), states. The safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: proximal aortic neck angulation not to exceed 60 degrees.

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. At the time of final angioplasty it was reported that the implanted devices slipped down distally. A gore® excluder® aortic extender was advanced into the patient, however the physician chose not to implant as he did not believe placement would successfully exclude the aneurysm. The undeployed device was withdrawn from the patient. The patient¿s proximal neck angle was reported to be 90 degrees. The patient tolerated the procedure. On (B)(6) 2017, the patient underwent conversion to open repair wherein all the devices were explanted. The devices were discarded at the site as there was no allegation of deficiency against them. The patient tolerated the procedure and is reported to be doing well.